Event description:
An abbott representative was struck with the alinity I processing module sample probe sustaining an injury to his wrist. Ppe in use included gloves and protective apron. The affected area was cleaned/washed, and prophylaxis antiviral treatment was administered (tenofovir + lamivudina (300mg + 300mg and dolutegravir 50mg). Prophylaxis antiviral treatment was administered (tenofovir + lamivudina (300mg + 300mg and dolutegravir 50mg).

Manufacturer narrative:
Based on the information provided by service, the injury to the abbott field service engineer (fse) is attributed to use error as per the fse¿s inattention while performing a maintenance and diagnostic (m&d) procedure. No trends or similar issues for as described in this ticket were identified. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the biological and chemical safety hazards that may exist including the maintenance and diagnostic (m&d) procedure performed by the fse and the required instrument status. Based on the investigation no systemic issue or product deficiency was identified and the product is performing as expected.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
An abbott representative was struck with the alinity I processing module sample probe sustaining an injury to his wrist. Ppe in use included gloves and protective apron. The affected area was cleaned/washed, and prophylaxis antiviral treatment was administered (tenofovir + lamivudina (300mg + 300mg and dolutegravir 50mg). Prophylaxis antiviral treatment was administered (tenofovir + lamivudina (300mg + 300mg and dolutegravir 50mg).